Event description:
Additional information received reported the pump reached end of service (eos) and stopped as a result prior to replacement.

Event description:
The pump had reached eol (end of life)/eos (end of service). Interrogation showed that eos occurred on (B)(6) 2014 a stop pump period may exceed tube set message was recorded. The eol/eos condition occurred within the expected longevity range. The patient experienced ¿some increase in spasm" but "she doesn't do well generally¿; there was no severe withdrawal. The pump was replaced. The device system was delivering baclofen 2000 mcg/ml at 190 mcg/day at the time of the event. The dose was reduced to 150 mcg/day following the pump replacement and per this reporter's knowledge, the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).